Manufacturer narrative:
Product complaint # (B)(4). This supplemental medwatch is being submitted as a correction to section g1. Manufacturing site name, address, city, state and country zip code. G1. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (Fremont) 47709 fremont blvd fremont, ca 94538.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturer site addr. Street line 1: (B)(6). A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, the physician felt strong resistance during the advancement of the through sheath. No patient injury was reported. No additional information is available. A non-sterile unit (B)(4) g3 mini 2mm x 4cm was received inside of a pouch. The device was inspected, and it was found that the dpu is kinked and protruded from introducer, no other damages or anomalies were observed during the visual analysis. Also, the marker band was found at 39 cm from hub, and it was found within specification. The embolic coil was inspected under a microscope and it was found with a kinked condition stuck inside the introducer. The functional analysis could not be performed due to embolic coil was found with a kinked condition, this condition could be related with the customer¿s experience at the of the procedure, a kinked and protruded conditions noted on the dpu. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - resistance/friction-with introducer¿ was confirmed. During the microscopic inspection, it was noted that the embolic coil is stuck inside the introducer with a kinked condition. This condition could be related with the customer¿s experience at the procedure time and appear to might have been caused by excessive force and/or handling applied to the device. However, it cannot be determined the exact time when this condition appeared. Also, the dpu was found with a kinked condition protruded from introducer, this condition may have been related with a handling applied to the device at the procedure timer, however, this cannot conclusively determine. Neither the analysis nor the mre suggest that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The IFU gives instructions for when resistance is felt during delivery of the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, the physician felt strong resistance during the advancement of the through sheath. No patient injury was reported. No additional information is available. Based on the product analysis of the device received, the embolic coil was kinked.